Event description:
Device was removed due to a "malfunction". 1/24/97 - upon receipt of the physician/surgeons response for add'l info, it stated... "The device was removed as the device could not inflate or deflate. There were no apparent circumstances noted that may have contributed to this occurrence no anything in the pt's history which may have contributed to the malfunction. Pt used the device as instructed and it worked well for many years". The device was removed and not replaced with co's manufactured device.